Event description:
It was reported, there were red itchy bumps over the incision site. The health care provider gave the patient nystatin which got rid of the bumps but the area was still itchy. It was also noted, the battery was not exactly flush with the patient's body. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va04a8q, implanted: 2013 (B)(6), product type lead. (B)(4).